Event description:
A surgeon reported an unexpected postoperative result following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaint reported in the lot number. Additional information was requested on 08/01/2011 and 08/23/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).